Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in the decision to remove the abutment. The implanted fixture remains insitu.

Manufacturer narrative:
Per the clinic, the patient was placed on a course of antibiotics following revision surgery (duration not reported). This report is submitted (B)(6) 2017.